Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred prior to use. The stapler would not release the jaws of staple. There was no patient injury. No medical intervention.